Event description:
It was reported that this right atrial (ra) lead was an attempted implant. During the procedure, there were placement difficulties. The physician tried to advance this lead via peelable introducer (pli) but it became very tight when attempting to insert a j-shaped stylet, and subsequently even a straight stylet could not be advanced. An x-ray was performed, and it was noted that there was a kink in the lead, a fracture was suspected. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
This report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This report is being submitted to update section h6 codes. This product investigation is still in progress. This report will be updated when product investigation is complete. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant. During the procedure, there were placement difficulties. The physician tried to advance this lead via peelable introducer (pli) but it became very tight when attempting to insert a j-shaped stylet, and subsequently even a straight stylet could not be advanced. An x-ray was performed, and it was noted that there was a kink in the lead, a fracture was suspected. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant. During the procedure, there were placement difficulties. An x-ray was performed, and it was noted that there was a kink, a fracture was suspected. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.